Event description:
It was reported that there was frequent or intermittent responses from pressing the buttons. The blood glucose reading was not given. The time clock changed when the customer pressed the button slowly. The insulin pump was not dropped or exposed to moisture. The keypad was not locked. There was no button error in the unit's alarm history. The buttons were still unresponsive after a battery change. No further information was provided.

Manufacturer narrative:
There was no button response due to corroded keypad traces. The insulin pump was received with cracked display window corners, battery tube threads, reservoir tube, reservoir tube lip, scratched lcd window and missing end cap sticker.